Manufacturer narrative:
(B) (4): the pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the pt expired of an unk cause. There were no reported therapy alterations with the pt prior to his death. There was not a suspicion of the pump malfunctioning; the family wanted the pump explanted due to the pt being cremated. It was stated that the pt was "not in a facility at the time of death". The medication being delivered via the device system was morphine sulfate. Additional information has been requested, a follow-up report will be sent if additional information becomes available.